Event description:
The customer observed a single, non-reproducible, falsely elevated vitros tropl es result for a pt sample processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The original result was reported and a corrected report was issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer is not processing samples per the sample collection tube manufacturer's recommendations. In addition, ocd field service investigated and made necessary repairs to the well wash and incubator subsystems, returning the vitros eci to intended operation. The definitive root cause of the falsely elevated vitros tropl es result is unknown, however, user error in pre-analytical sample handling and/or an instrument related issue that was repaired could not be ruled out.